Event description:
Nearly choked [choking sensation], round bit of the toothbrush head came off in mouth [device breakage], product counterfeit [product counterfeit]. Case description: consumer contacted via e-mail and stated that when she started brushing her teeth, the round bit of the toothbrush head came off in her mouth. No serious injury was reported.

Manufacturer narrative:
30-sep-2020 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was received and product investigation is in progress.

Event description:
Nearly choked [choking sensation]. Round bit of the toothbrush head came off in mouth [device breakage]. Consumer contacted via e-mail and stated that when she started brushing her teeth, the round bit of the toothbrush head came off in her mouth. No serious injury was reported.